Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was heavily calcified, mildly tortuous and 90% stenosed. The nc traveler balloon catheter was advanced to the lesion without issue; however, during the first inflation at 4 atm, the balloon ruptured. The device was removed without issue. There were no reported adverse patient effects and no clinically significant delay in the procedure. The device was replaced with non-abbott balloon to continue the procedure. Then, the procedure was completed with deployment of a xience skypoint stent. No additional information was provided.